Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker was oversensing cross talk signals. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No device problem found.